Event description:
Prior to implant, the guide wire was unable to be inserted into the right ventricular (rv) lead. The issue was resolved be replacing the rv lead. The patient was in stable condition and experienced no adverse health consequences.